Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 31 mg/dl with was addressed with soda. Reportedly, bg was due to the customer not completing the programming of the pump settings. Settings were programmed to address the event.